Manufacturer narrative:
(B)(4) - the device problem code 3009 for the reported event of stent positioning issue. The complainant indicated that the device was implanted and will not be returned for evaluation; therefore, a failure analysis of the complaint device cannot be completed. If any further relevant information is identified, a supplemental medwatch will be filed.

Event description:
It was reported to boston scientific corporation that three ultraflex esophageal stents were implanted during a procedure on (B)(6), 2011. According to the complainant, the patient had a stricture due to an esophageal tumor. The stricture was 14cm in length. The stricture began 28cm from the incisors and ended 42cm from the incisors. The patient anatomy was not noted to be tortuous and the stricture was not dilated prior to stent placement. The physician initially intended to place both a 9cm ultraflex esophageal stent and a 7cm ultraflex esophageal stent. The 9cm stent was implanted successfully at the desired location. The physician then deployed the 7cm stent in the desired location. However, in the process of deploying the second stent, the first stent (the subject of this report) moved 5cm upwards. The second stent remained implanted in the correct position; the physician did not allege a malfunction against this stent. Due to the movement of the first stent, 3cm of the stricture was left uncovered. The procedure was completed by successfully placing a third ultraflex stent. There were no complications as a result of this event. The patient condition at the conclusion of the procedure was reported to be stable.